Event description:
It was reported that the patient presented for an urgent follow up visit due to feeling twitching during the night. Upon interrogation the cardiac resynchronization therapy pacemaker (crt-p) was noted to be in safety mode. The twitching was a result of stimulation from unipolar pacing that occurs in safety mode. A revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient presented for an urgent follow up visit due to feeling twitching during the night. Upon interrogation the cardiac resynchronization therapy pacemaker (crt-p) was noted to be in safety mode. The twitching was a result of stimulation from unipolar pacing that occurs in safety mode. A revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse effects were reported. The device was returned for analysis.